Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation (orif) surgery for left distal radius fractures. During the procedure, the drill bit broke. It was confirmed via x-ray that the fragment (about 5 mm long) was left in the patient¿s body. At this time, there is a possibility that the drill bit might hit the plate on the palm side. The surgeon commented that it may be possible to remove the fragment at a later surgery when the plate and screws are planned for removal. The surgery was completed with less than thirty (30) minutes delay. This report is for a 1.1mm drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history sterile product: part: 03.130.202s, lot: 6l48992, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 04.dec.2019, expiry date: 01.nov.2029. Since there is no allegation against packing or sterility, a manufacturing record evaluation was not performed. Non-sterile product: part: 03.130.202, lot: f-28236, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 19.sep.2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.